Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was due to the monitor's electrode belt connector being damaged. Reporting out of abundance of caution. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).